Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer noticed bubbles in the tubing and reservoir and believes it is the reason for her high blood glucose readings. It was noted that the air bubbles were removed with troubleshooting. Customer's blood glucose reading at the time of the call was 359 mg/dl and will be treating with a bolus. No further information reported.